Event description:
It was reported that boston scientific technical services (ts) was contacted for a review. Ts noted noise on the right atrial (ra) lead, signal artifact monitor (sam) episodes from (B)(6) 2021 and an automatic safety switch from a bipolar to unipolar configuration due to a high, out-of-range ra pace impedance measurement of 2389 ohms on (B)(6) 2021. Also, the patient presented to the emergency room (ER) with three syncopal episodes on (B)(6) 2021. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) was contacted for a review. Ts noted noise on the right atrial (ra) lead, signal artifact monitor (sam) episodes from (B)(6), 2021 and an automatic safety switch from a bipolar to unipolar configuration due to a high, out-of-range ra pace impedance measurement of 2389 ohms on (B)(6), 2021. Also, the patient presented to the emergency room (ER) with three syncopal episodes on (B)(6), 2021. The device and leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that boston scientific technical services (ts) was contacted for a review. Ts noted noise on the right atrial (ra) lead, signal artifact monitor (sam) episodes from (B)(6), 2021 and an automatic safety switch from a bipolar to unipolar configuration due to a high, out-of-range ra pace impedance measurement of 2389 ohms on (B)(6), 2021. Also, the patient presented to the emergency room (ER) with three syncopal episodes on (B)(6), 2021. It was later reported that the patient had another syncopal event and was hospitalized. Ts was contacted, and ts discussed that there were no events on the device at the time of the syncope, but noted the previous sam events and continuing impedance issues, suspecting an ra lead issue. The field representative also noted increased atrial tachy response (atr) events related to noise. The device and leads remain in service. No additional adverse patient effects were reported.